Event description:
The customer reported via phone call that they had a no delivery alarm. The customer reported the alarm while troubleshooting for a cracked insulin pump. Customer's blood glucose was unknown at the time of incident. The customer did not troubleshoot at the time of the call because the alarm was from a past event. Customer declined to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.